Manufacturer narrative:
Manufacturing site evaluation: samples received: 91 unopened pouches. There are no pervious complaints of this code batch. There are no units in OEM stock. Tightness test to the samples received has been performed and the units are tight. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Knot pull tensile strength prior to release of product was found to be according to specification. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during surgery.